Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe had no ultrasound image. The reported event was discovered during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial report, and the results of the final investigation. Corrected field: d7a. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bulging of the ultrasound probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This event was reported in error and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported the ultrasonic probe had no ultrasound image. The reported event was discovered during maintenance. There were no reports of patient involvement.